Event description:
Per rn: mother called me into room because she saw water on the floor under the IV pole. She said she hadn't spilled anything and thought it was coming from the IV. I inspected the IV tubing of the continuous nafcillin and noticed there was a small crack in the IV tubing. Rn replaced the IV tubing on the nafcillin. Malfunctioning IV tubing is saved.